Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that, the case report forms were reviewed. However, it did not provide any clinical insight into the clinical root cause of the reported issue of ¿staphylococcus aureus in fluid drained from the left knee¿ five years post total knee arthroplasty. The patient impact beyond that which has already been reported cannot be determined. No further clinical assessment can be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for anthem¿ total knee system revealed that acute post-surgical wound infection, late deep wound sepsis and/or low-grade synovitis has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed that the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2018 the patient experienced a staphylococcus aureus in fluid drained from the left knee on (B)(6) 2023 . This adverse event was treated with medication. However, it remains as not recovered. The patient's current health status is unknown.